Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the numbers were no tramping and the scroll bar was not moving up or down with no input from the user. Customer stated that there is a response from the buttons after several attempts and the block mode is not active. Customer was asked to remove the battery from the pump and replace with a new battery. Customer stated that the buttons are now responding. Customer had a motor pic failed self test alarm. Customer was advised to clear the alarm and call back if the problem persists.